Manufacturer narrative:
H10 h3, h6: the device was used in treatment and log files and case screenshots were not returned for investigation. Thus, visual and functional inspection could not be performed. It was reported that the navio system continued to collect free points after the blue foot pedal was released while being used in treatment, and the issue was resolved by tapping the foot pedal again. Since the issue was resolved by tapping the foot pedal, the reported event is a known issue caused by the screen manipulation in conjunction with a foot pedal release. While collecting points, the screen is used to rotate the view. While the screen is being touched, the foot pedal is released at this time and the software does not recognize the foot pedal being released because of the contact with the screen. It continues to collect points. To release this, the user must either press the blue foot pedal once or touch the corresponding button on the screen. The probable cause of the issue was a software failure. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established.

Event description:
It was reported that during tka case, when painting the femur, after the surgeon released the pedal, the point probe continued to collect points in space. When the surgeon tapped the pedal again, the connection was severed. The checkpoint "moved" >65mm it is unknown why. The surgeon was certain the checkpoint didn't move, and the verified that the tibia array did not move. Tried to wiggle it, but it did not move. Surgeon cleared as many unnecessary points as possible without impacting mesh and redefined checkpoints to complete procedure.